Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received with the lock having rotational and lateral movement, and a residue buildup present. Unit received with the lock has rotational and lateral movement and a residue buildup is present. Unit had new components added to replace worn internal parts along with general maintenance and cleaning. Root cause: the reported complaint was confirmed from the evaluation. Evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the lock on mayfield modified skull clamp (a1059) was not holding. There was no patient issue and delay in surgery is unknown.